Event description:
A caller reported an issue of not seeing drops of insulin at the end of the tubing while using their insulin pump. There was no adverse impact on the customer's blood glucose level. The customer initially did not complete the necessary steps for cartridge air removal and did not use room temperature insulin, but they acknowledged and understood these instructions when educated by technical support. After several guidance steps, including replacing the tubing and performing the fill tubing step again, the issue persisted. The caller eventually changed the infusion set and successfully resumed insulin delivery, resolving the issue with no further action required from technical support.